Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issues with infusion set and high blood glucose. The customer's blood glucose was 433mg/dl at the time of incident. Trouble shooting was performed and found infusion set had bent cannula. Customer uses manual insertion and has low body fat which may cause the cannula to bend on lean person. Advised to change infusion set. Customer will not return product for analysis.

Manufacturer narrative:
Added concomitant products.